Manufacturer narrative:
(B)(4). D10: off axis comp mini reamer med cat# ssi005659, lot# 97020951. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor and reamer were fractured during a procedure. All fragmented pieces were retrieved and the procedure was completely using additional instrumentation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: a2: dob d4: UDI is not available for this device. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h10, h11 visual examination of the returned product identified the impactor exhibits signs of use (dings, scratches) and confirming complaint the poly pad has fractured, all pieces returned. Performed dimensional analysis results within specification. The failure mode for the device presented is likely either overload or low cycle fatigue culminating in overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.